Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns an approximately (B)(6) (at the time of initial report) female patient of unknown ethnicity. Medical history included an unspecified insulin as historical drug for unknown indication of use. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog, 100 units) of unknown formulation, via a humapen ergo 2, subcutaneously for the treatment of diabetes mellitus. The dose, frequency and the start date were not provided. Sometime in (B)(6) 2017, she had a not well controlled blood glucose (no values or reference ranges were provided) and she was hospitalized (device with associated product complaint 1304b07, lot number 1304b07). Information regarding hospitalization dates, laboratory examination findings, corrective treatments and outcome of the event was not reported. On (B)(6) 2017, her doctor at hospital, discontinued the insulin lispro treatment and started another unspecified insulin. The user of the humapen ergo 2 and his/ her training status was not provided the humapen ergo 2 model duration of use was not reported and the suspect humapen ergo 2 duration of use was two days and continued. The action taken with the suspect device was not provided. The reporting consumer did not know if the event was related to the insulin lispro treatment or its humapen ergo 2. Edit 30jun2017. Case was opened to enter medwatch and european and canadian (EU/ca device fields for device reporting. Edit 11-jul-2017: upon reception of the product complaint ((B)(4)/device lot number 1304b07), via an internal communication on 11-jul-2017. The pc was processed accordingly.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. No further follow up is planned.  Evaluation summary: a female patient reported the dose knob of her humapen luxura device "could not be rotated back to zero." She experienced abnormal blood glucose. The device was not returned for investigation (batch 1304b07, manufactured april 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Troubleshooting was performed, with guidance of a trained professional, and the insulin released normally. There is evidence of improper use. The patient's use issue with respect to the inability of the dose knob to return to zero was likely related to the patient not following the IFU which requires a new needle be attached to the device for each injection. This issue may be relevant to the complaint.

Event description:
Lilly case ID: (B)(4). This spontaneous device only case, reported by a consumer, concerned an approximately (B)(6) year-old (at the time of initial report) female patient of unknown ethnicity. Medical history included unspecified insulin as historical drug for unknown indication of use. Concomitant medications were not provided. The patient received unspecified insulin, via a reusable pen (humapen luxura burgundy), subcutaneously for the treatment of diabetes mellitus. Dosage regimen and start date were not provided. Generic name and type of insulin were not provided. Sometime in (B)(6) 2017, she had a not well controlled blood glucose (no values or reference ranges were provided) and she was hospitalized. Information regarding hospitalization dates, laboratory examination findings, corrective treatments and outcome of the event was not reported. On (B)(6) 2017, her doctor at hospital, discontinued the unspecified insulin treatment and started another unspecified insulin. On (B)(6) 2017, reportedly the dose knob of the humapen luxura (burgundy) could not be rotated back to zero. A new cartridge and new needle were installed. She was advised to prime the pen and later she noted that after the new needle change the device issue resolved (product complaint (B)(4)/lot number 1304b07). Reportedly the humapen luxura burgundy issue appeared after discharging. Unspecified insulin treatment was discontinued. The user of the humapen luxura burgundy device and his/ her training status was not provided. The device model duration of use was not reported and the suspect humapen luxura burgundy duration of use was approximately two days and continued. There was evidence of improper use reuse of needles. The action taken with the suspect device was not provided. The reporting consumer was not sure if the event was related to the unspecified insulin treatment or the humapen luxura. Edit 30jun2017. Case was opened to enter medwatch and (B)(4) device fields for device reporting. Edit 11-jul-2017: upon reception of the product complaint ((B)(4)/device lot number 1304b07), via an internal communication on 11-jul-2017. The pc was processed accordingly. Update 13jul2017: additional information received on 13jul2017 from global product complaint database. Recoded the suspect humapen ergo ii to a humapen luxura burgundy. Reiterated the lot number of 1304b07 for product complaint (B)(4) relating to the humapen (burgundy) device. Corresponding fields and narrative updated accordingly. Update 17-jul-2017: additional information received from local affiliate on 14-jun-2017. Added details regarding device issue appearing after discharge. Upon review: changed insulin lispro to unspecified lilly insulin in the narrative. Updated narrative and corresponding fields accordingly. Edit 18-jul-2017: upon internal review on 18-jul-2017, the suspect drug insulin lispro was removed from the case (an unknown insulin was used) and since an unknown insulin cannot be coded in a post-marketing case, the case will remain as spontaneous device only. The narrative was updated accordingly. Edit 21-jul-2018: upon internal review and a new request received on 21-jul-2017, and it was added the suspect drug insulin lispro and the case will remain as post-marketing. The narrative was updated accordingly. Edit 26-jul-2017: upon internal review and a new request received on 21-jul-2017, the suspect drug insulin lispro was removed from the case (an unknown insulin was used) and since an unknown insulin cannot be coded in a post-marketing case, the case will remain as spontaneous device only. Update 02aug2017. Additional information received 28jul2017 from the product complaint safety database. To the device tab entered the device specific safety summary (dsss), updated the medwatch and the (B)(4) device fields, entered the manufacture date.